Manufacturer narrative:
Correction: this report is being submitted to correct h9. Upon further review, it was determined that the report was incorrectly associated with a recall. This information was entered in error, and with current information the event is not associated with any recall.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 76-year-old male with an indication for use of acute myocardial infarction complicated by cardiogenic shock (pre-support clinical state consistent with scai shock stage d) was supported with an impella cp on (B)(6) 2026, implanted at 13:00 and explanted the same day at 22:25. During support, hemolysis was suspected based on the presence of blood-tinged urine (described as ¿tinged foley/urine¿). Pump position was confirmed by imaging during the period of suspected hemolysis, with no evidence of pump malposition, interaction with the mitral apparatus, or anatomic abnormalities of the heart. No repositioning was required, no blood products were infused, and no organ damage was reported. The patient was transitioned to an impella 5.5 via right axillary/subclavian surgical arterial access on (B)(6) 2026 at 22:29 and remained on support at the time of reporting (survival outcome at explant: tbd/on support). Additional information received on 06may2026 reported that the hemolysis had resolved and clarified that the exchange from the impella cp to the impella 5.5 was not performed due to hemolysis. A data download was required, and the cp pump was returned for evaluation; no console serial number was available. Conclusion: based on the available information, this event involved transient hemolysis without associated organ damage, which subsequently resolved. Pump position was confirmed as appropriate, no device malfunction was identified, and the device was not determined to be involved in the reported hemolysis. A product return is expected for further evaluation. Hemolysis may be influenced by patient specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of hemolysis/patient-device interaction was unable to be determined as limited clinical details were provided and no product was returned for review.